Event description:
A 1 liter non-self inflating mapleson resuscitator came apart while bagging the patient. A back up was available and used without affecting the patient. The patient was brought to the hospital because of asphyxiation/strangulation injury.